Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm voluma® xc and juvéderm vollure¿ xc. Approximately 2 weeks after injection, patient had "beaded up bumps all over mouth." The juvéderm vollure¿ xc was dissolved in the lips. Approximately 2 months after injection, the juvéderm voluma® xc started acting up in the patients cheeks and patient experienced induration, swelling and pain with tenderness. Patient is very sore and there "might be another round of steroids' and doxy." Status is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00689 (allergan complaint#: (B)(4). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc.